Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leak occurred. The leak was visually observed along the top of the dialyzer. Estimated blood loss was 200-300cc's. Pt had no adverse effects and did not require any medical intervention. Sample is not available; sample was discarded.